Event description:
A malfunction was reported with the pump, displaying a malfunction code identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, which they understood and acknowledged.